Event description:
On (B)(6) 2012 the reporter contacted animas and stated that the keypad buttons were intermittently responsive. The reporter denied damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be intact. The "up" button was found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the bolus button was found to be partially detached.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.